Event description:
Reportable based on device analysis completed on 23aug2024. It was reported that the burr could not pass through the guide catheter tip section. A 2.25mm rotapro was selected for use. During the procedure, it was noted that the burr could not pass through the guide catheter tip. The device was removed by normal extraction method. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the coil and sheath were detached on the proximal end of the burr catheter at 82cm.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil and sheath were detached on the proximal end of the burr catheter. Total returned length was 82cm. The detached ends appeared sharp and jagged in nature as if to indicate the device was cut. The burr housing portion of the device failed to return for further analysis. As the guide catheter used in the procedure was not returned for analysis, a test guide catheter of at least 0.093" was used for functional testing per the guide catheter sizing chart within the instructions for use. The burr portion was inserted into the hub of the guide catheter and advanced through the guide catheter up until the separated end of the burr catheter with no resistance or issues.